Event description:
An old version of the gamma target device was found broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the cause of this event was an error in design. Corrective actions have been implemented.